Manufacturer narrative:
Based on the information provided, a review of the instructions-for-use supplied with the device and evaluation of the returned sample. The surgeon appears to have firmly folded the mesh together before rolling it and placing it through a 5mm trocar. Surgical technique recommends rolling the mesh along its long axis (lengthwise) with the bioresorbable coating inside to protect the coating when going through a trocar. The instructions-for-use supplied with the device recommends a 10mm min. Trocar for a mesh of this size. As reported there was resistance felt when advancing the mesh in the 5mm trocar. It was reported that the mesh was not hydrated prior to folding, however fluid may have gotten on the surface during preparation making the surface tacky, then when firmly folding the st surfaces together and then rolling it and pushing through the trocar it resulted in the problem experienced by the user. Review of the manufacturing records for this lot found no anomalies and the product was made to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: a surgeon experienced a problem using our ventralight st mesh. The 11cm piece of mesh was not hydrated. It was rolled with the st coating on the inside and was placed down a 5mm trocar. The surgeon has used this method without issue. On this day he reported that the mesh roll into itself and alleges that the st coating stuck to the mesh and he could not separate it. The surgeon chose to convert from a laparoscopic approach to an open procedure because he was not sure if another ventralight st would experience the same problem. The mesh was easy to remove through a 5mm skin incision. Surgeon reported that there was no patient injury as a result of this issue, other than going to the open approach and a few extra incisions from the attempted lap procedure. The case was completed using a ventralex st.